Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient did not calibrate promptly and accurately while on the phone with dexcom technical support. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.